Event description:
The facility representative reported a colleague infusion pump with a 570 failure code. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Correction: evaluation summary: the reported condition of a colleague infusion pump with a 570 failure code was confirmed in the pump's event history by a baxter service technician. The condition was not reproduced. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. A service history review revealed that this device was not previously serviced for the reported condition. However, during previous service the main batteries and harnesses were replaced. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Additional information: the root cause investigation is in progress through (B)(4).